Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, customer reported the pump battery charged slower than expected. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support. No additional patient or event information was available.